Event description:
It was reported that stent damage occurred. During preparation, while outside the patient and unpacking, a 3.00 x 38 synergy drug eluting stent broke. It was noted that it was improperly crimped. No patient complications were reported in relation to this event.

Manufacturer narrative:
B1: adverse event/product problem: from adverse event to: product problem. Device evaluated by MFR: a 3.00 x 38mm synergy ii stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts stretched in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that a stent broke. During preparation, while outside the patient and unpacking, a 3.00 x 38 synergy drug eluting stent broke. It was noted that it was improperly crimped. No patient complications were reported in relation to this event.